Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery was acceptable. Upon review of the alarm trace, sample liquid level detection (lld) noise alarms were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e411 rack, serial number (B)(6). The sample initially resulted in an hcg + beta value of 5 miu/l accompanied by a data flag. The result was questioned by the physician as the patient is positive on the at home pregnancy test. The sample was then repeated, resulting in a hcg + beta value of 239.0 miu/l.

Manufacturer narrative:
The field service engineer checked the instrument. Instrument performance testing passed successfully. The sipper probe was adjusted. The customer ran quality controls successfully. The investigation is ongoing.